Event description:
On 2024-jan-04 the patient reported that their battery will not charge. The patient wanted to meet with a manufacturer representative. On 2024-jan-29 additional information from rep stated that the ipg was dead/overdischarge, jump start for MRI. Issue was resolved. On 2024-feb-16 additional information was received from the patient (pt). The pt reported the cause of the charging difficulty was not determined. Pt reported a rep reset the stimulator and it charged some, but would not hold a charge. The pt reported the issue was resolved by replacing the battery on (B)(6) 2024. On 2024-mar-13 the rep reported they jumpstarted the device on (B)(6) and asked the patient (pt) to recharge the device completely and left the office. The rep was not aware of why the hcp replaced the device. The device was discarded by the hcp. The rep reported the overdischarge was resolved at that time.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.